Manufacturer narrative:
(B)(4). The device was not returned. The knot being seen above the skin, though seen as unusual by user, has the potential to occur. The knot is not tightened until it is advanced to the vessel. The knot, because it has not been tightened, has the potential to move as the device is withdrawn from the anatomy. In this incident, the knot moved to skin level. The evaluation of this incident indicated the user did not complete the deployment procedure as stated in the instructions for use. The device deployed without anomaly up to the point of knot advancement. Therefore there is no malfunction of the device. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a peripheral, interventional procedure. Reportedly, the sutures were harvested, the device was removed and the knot was seen above skin level. No attempt was made to advance the knot to the arteriotomy; the suture was cut and removed. Hemostasis was achieved by using a second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is reportedly trained in the use of the perclose proglide device. Additional information was not provided.